Event description:
It was reported that on (B)(6) 2025, during the implantation of a preloaded monofocal tecnis eyhance intraocular lens in the patient's right eye, the surgeon identified debris or a particle on the lens. The object was removed, and the surgery was completed without further intervention. No additional information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: september 10, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found a small dark particle was inside a specimen cup. The simplicity device was inspected, and no further particles were observed in the cartridge, lens module, or on the plunger rod or handpiece. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: october 28, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect product was received. Visual inspection under magnification was performed on the suspect product and found a small dark particle inside a specimen cup. The simplicity device was inspected, and no further particles were observed in the cartridge, lens module, or on the plunger rod or handpiece. The particle was forwarded to laboratory to analyze the received particle. Per laboratory, the material was a mixture primarily containing 316 stainless steel and calcium phosphate. As the foreign material was inorganic/metallic, sem (scanning electron microscopy) analysis was used. Due to nature of the particle a qualitative/ quantitative analysis could not be performed, therefore it could not be confirmed if the particle resulted from any manufacturing process or device design. The manufacturing records for the production order were reviewed. The product was manufactured and released according to specifications. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Based on the investigation with the available information, no malfunction or product deficiency could be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.